Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a completed cardiac ablation procedure, qrs prolongation and premature ventricular contractions (pvc)/non-sustained ventricular tachycardia (nsvt) occurred sporadically. The patient's rhythm transitioned to ventricular fibr illation (vf), and cardiac arrest was declared. Assisted ventilation was initiated, and a sympathomimetic and antiarrhythmic were administered along with chest compressions. The patient was admitted to the intensive care unit (ICU) and intubated. After intubation, the patient was moved to the catheterization laboratory, and vf persisted. Defibrillation was performed, and an extracorporeal membrane oxygenation (ECMO) was placed. A coronary angiogram was performed through the left aorta, along with an echocardiogram and a computerized tomography (CT) scan. A mediastinal hematoma causing right ventricle (rv) collapse was noted, and an intra-aortic balloon pump (iabp) was inserted. Two days later, the patient began to show signs of improvement, and the next day, ECMO was discontinued. Two days after that, the patient was extubated. The patient was then transferred to another hospital for rehabilitation. No furtherpatient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.